Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens remotely reviewed the result monitor of the dimension vista 1500 instrument and observed nine "abnormal assay" errors for calcium for kinetic checks for two reagent lots. Siemens determined that the calibration was acceptable for both calcium reagent lots. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service methods tests and determined that the reagent probes 3 and 4 results recovered as expected, while sample probe 2 (s2) mixer results recovered low. The cse replaced the s2 mixer and ran service methods and quick check tests, recovering acceptably. Then, the cse ran quality controls (qcs) and the qcs recovered within expected ranges. The cause of the flagged, discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00383 was filed for the same event.

Event description:
The customer reported that discordant calcium results, flagged with "below assay range" and "abnormal assay", were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument or alternate dimension vista instruments. Corrected reports were provided to the physician(s) before the physician(s) saw the discordant results. The customer provided the flagged, discordant calcium results for 2 patient samples, but did not indicate whether any of these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged, discordant calcium results.